Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign material inside the air/water-tube, the jet-tube, the bending section cover (a-rubber) adhesive and the grip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Reprocessing was not completed due to leakage, and the foreign material may have not been removed. The suggested event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.